Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, post-implant balloon aortic val vuloplasty (bav) was performed due to high left ventricle end diastolic pressure and moderate paravalvular leak. During the bav, the valve dislodged into the ascending aorta. A second valve subsequently was successfully implanted. No subsequent adverse patient effects were reported.